Event description:
Received a maude report stating that the 840 ventilator returned itself off and showed message ventilator inoperable, safety valve open. At the top also read vent inoperable. Patient had to be bagged. Event type: injury patient outcome: required intervention. (B) (4). Neither ventilator serial number nor customer information was available.